Manufacturer narrative:
The video baton was replaced for the customer. The baton was returned to verathon for evaluation. The product was received and tested by verathon technical services, the reported flickering image and the green lines were confirmed, when the video baton cable was flexed. There are no repairs available for the avl video baton, therefore the returned baton was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the display had green lines and a flickering of the image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.